Event description:
It was reported that during use on a patient discovered by customer, the cardiosave intra-aortic balloon pump (iabp) has a controller failure. A note on the iabp indicated:  the device shut down while on a patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. The failure analysis and testing department received executive board with a reported unit failure of unit shut down on patient treatment and the fault code journal has fault error codes 111 and 118. The fat department performed a visual inspection of the part received and found that the part is in good condition. The fat department installed executive board in the cardiosave test fixture and tested in accordance with factory specifications per procedure and the cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing department could not replicate the failure experienced by the customer. Sending the board to the supplier for further failure analysis as per procedure. Failure analysis received from the supplier for the board. Please see attachment. They stated the part passed with no issues. Probable root cause for this part is not confirmed. Retaining the part in the failure analysis and testing department per procedure. A getinge field service engineer (fse) could not reproduce the customers stated issue. With reviewing the logs found fault codes 111 and 118. Fse replaced the executor processor pcb as per manufacturers requirements for fault code 111 calibrated, and functional tested without any further faults or failures. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for use. Patient involved and no harm reported.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.